Manufacturer narrative:
Correction/additional information: e1.

Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator exhibited backup vvi operation without available backup defibrillation operation. The device was reset with the help form technical services. The patient was stable.